Event description:
A report was received from baxter which stated that an infusion, using the device, was completed in 12 hours instead of the expected 24 hours. The device was reported to have contained 5 fluorouracil and an unknown diluent for a total fill volume of 48 ml. Reportedly, the pt developed nausea, which resulted in some episodes of emesis, as a result of the rapid infusion. Baxter reported that the flow restrictor was taped to pt's skin and the device was attached to a "central access" site. No info was provided to baxter as to whether the pt required any medical intervention as a result of reported condition.